Manufacturer narrative:
H6: removed health effect - clinical code e0515. Added health effect - impact code f1907.

Event description:
It was reported to gore (thought a gepromed level 1 macroscopic analysis for explanted grafts 24-026) that a gore® tag® conformable thoracic stent graft with active control system was implanted on (B)(6) 2023, in order to treat a type b aortic dissection. On (B)(6) 2024, after about 3 months, the distal extremity of the endoprosthesis was explanted (due to unknown reasons), and a new surgical procedure was performed due to the extension of the dissection and aneurysmal expansion of the visceral aorta.

Manufacturer narrative:
The exact date of event is unknown, therefore, the date of which the explant took place was used as date of event. The medical device was explanted and the hospital sent the explant to a third party investigator for investigation. Scope and results of the investigation were summarized and a level 1 explant report was provided to gore. Gore explant experts are evaluating the provided report. Requests were emailed to the third party investigator to acquire additional information regarding the reason for the explant, patient medical details and event dates. The answer is pending. H6 code b14: review of the manufacturing records is ongoing. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Longer applicable. Updated investigation conclusions code to d15. Code d16 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The medical device was explanted and the hospital sent the explant to a third-party investigator for investigation. Scope and results of the investigation were summarized and a level 1 explant report was provided to gore. Gore explant scientist observations stated the following: the specimen consisted of a fragment of the distal portion of a gore® tag® conformable thoracic stent graft with active control system endoprosthesis. The specimen was transected at extremity a with a portion of the stent frame being disrupted and partially pulled away from the graft material. Fragments of the primary and secondary constraint sleeves were present. The specimen was generally devoid of tissue. From gross images all material disruptions (i.e., material transections/cuts and wire displacement), appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel/scissors), likely used during the explant procedure. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. It was reported to gore that due to the patient's disease progression, a part of gore® tag® conformable thoracic stent graft with active control system endoprosthesis was explanted in order to implant an extension as well as a bypass procedure. No allegations has been made against the gore device, but due to the unknown reason for the partial conversion this event is reported. Updated b5 with new information received from the third-party investigator. H6: updated health effect - impact code to f1903. Code f1901 was inadvertently entered and should be removed. Updated medical device problem code to a24, code a26 is no longer applicable.

Event description:
It was reported to gore (thought a gepromed level 1 macroscopic analysis for explanted grafts 24-026) that a gore® tag® conformable thoracic stent graft with active control system was implanted on (B)(6) 2023, in order to treat a type b aortic dissection. Due to the aneurysmal progression of a type b aortic dissection, on (B)(6) 2024, after about 3 months, the distal extremity of the endoprosthesis had to be explanted in order to implant a new prosthesis and perform a visceral aortic replacement and an aorto-biliac bypass.